Event description:
It was reported that during a peripheral atherectomy treatment procedure, tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm v-14 controlwire was advanced to the distal artery just below the knee but the distal end of the guidewire sheared off. It was noted that a "tiny piece" about a centimeter long silver sheared off and they suspected a vessel embolization. No intervention was done to retrieve the detached tip. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with the same batch and matches with upn provided by the customer. The unit returned presented the distal tip damaged & body wire kinked, as part of overall visual revision. The visual inspection was performed and the device presents: the body kinked at 142.0cm and at 142.9cm approx. From the proximal end; the distal tip severely kinked at 297.6cm approx. From the proximal end; and the polymer coating is at the distal end is peeled at 0.2cm approx. From the distal end. Dimensional inspection: all the outer diameter (od) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral atherectomy treatment procedure, tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm v-14¿ controlwire® was advanced to the distal artery just below the knee but the distal end of the guidewire sheared off. It was noted that a "tiny piece" about a centimeter long silver sheared off and they suspected a vessel embolization. No intervention was done to retrieve the detached tip. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.